Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported deployment difficulty appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that the anatomical conditions caused the stent to partially deploy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.5x38mm xience xpedition stent delivery system (sds) was advanced, and the stent partially deployed. The stent was able to be implanted in the target lesion using the same sds balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.